Manufacturer narrative:
An event regarding dislocation involving a system 12 crossfire 10° 28mm was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not received for evaluation. -medical records received and evaluation: a review of the x-rays were performed but they were undated, include an ap of the pelvis and ap of the left hip (supine, portable), demonstrating an uncemented right total hip arthroplasty in nominal position and a hybrid left total hip arthroplasty with two screws in the acetabulum in nominal position for the hip, however the hip is proximally dislocated. No clinical or past medical history, no operative reports, no dated serial x-rays, and no examination of explanted components is available. There is no evidence this bearing revision of well-fixed components for instability twelve years post-implantation was related to factors of faulty component design, manufacturing, or materials. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves revision due to dislocation. Clinician review of the x-rays confirmed the hip was proximally dislocated. However the exact cause of the event could not be determined because insufficient information was provided. In order to complete a full investigation, items such as clinical, past medical history, operative notes, dated x-rays, and return of the devices are needed to determine the root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient dislocated hip, said he had felt slipping for about a year or so. Surgeon replaced worn poly liner with new liner, and larger head (32mm).

Event description:
Patient dislocated hip, said he had felt slipping for about a year or so. Surgeon replaced worn poly liner with new liner, and larger head (32mm).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.